Event description:
The nurse reports the retention balloon inflation port fell off of the flexi-seal fms immediately upon opening the packaging.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. (B)(4).